Event description:
International affiliate reports that after correct insertion of viper2 screws, rods and innie set screws, the doctor performed final tightening using the viper2 final tightener shaft, torque wrench handle, and the anti torque wrench. During final tightening, the tip of driver shaft broke off inside one of the innie set screws. The broken tip remains within the implanted innie set screw.

Manufacturer narrative:
No conclusions can be made as the final tightener driver shaft is not available for evaluation and its lot code is unknown. Without a product sample we are unable to confirm the reported issue or identify the root cause. Review of manufacturing records cannot be completed as the device lot code is unknown.at this time, the complaint is considered to be closed. (B)(4): device not available for evaluation.

Manufacturer narrative:
The driver was returned for evaluation. No definitive conclusions can be made. However, analysis of the torque driver shaft shows evidence of a torsional shear quasi-static failure starting at the hex lobes and extending towards the center of the shaft. The existence of several cracks indicates that breakage occurred due to high torsional shear loads. No material defects or other abnormalities were observed in this analysis. Scanning electron microscopy analysis suggests that the driver underwent a static failure due to shear torsional overloading while tightening, which may be attributed to over torquing by the concomitant device torque handle wrench. The torque wrench handle was not returned for evaluation. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. At this time, the complaint is considered to be closed.